Event description:
The patient's pump alarmed that the infusion was complete. It later read an error message of "no disposable. Unable to run." The pump failed to infuse the remaining 1.5 ml (75 mg) of 5fu.